Manufacturer narrative:
(B)(4) - explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported by the patient that she had the lens explanted. Although requests were made, the reason for the explant along with the date of event (explant) has not been provided. The patient age is also unknown. No further information provided.patient had an intraocular lens implanted in the companion eye, and a separate emdr is being provided.

Manufacturer narrative:
The patient had the cataract surgery performed on (B)(6) 2012. In (B)(6) 2012 the patient reported seeing halos and shadows in the night when opening the eyes and ''golden falx/golden sickles''. The patient's husband reported that his wife did not have photopsia in complete darkness but reflections from light sources and dispersions. In (B)(6), (B)(6) and (B)(6) 2012 doctors could not find any reason related to the intraocular lens (iol) for this experience; the iols were biomicroscopic without any issue. The patient had an irregular corneal astigmatism left nasal under amplification. The far vision on (B)(6) 2012 was -1,0 / cyl -2,0 / 100° = 0,9 bis 1,0 pp,the near vision left with addition + 3,0 = 1,0. And on (B)(6) 2012 with the autorefractor 1,0 / cyl - 2,25 / 101° = 0,6. The patient consulted another doctor for a second opinion. An iol exchanged for the left eye was planned because of the dysphotopsia. The date the iol was explanted is unknown. Implanted date: (B)(6) 2012. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.